Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that his blood glucose was 551 mg/dl. The customer treated via manual insulin injection. Troubleshooting was initiated to inspect the insulin pump. The drive support cap was flush. The mother was unable to identify how the drive support cap was damaged. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The drive support disk was inspected and no anomaly was noted. The insulin pump had cracked case at the reservoir tube window corners and minor scratches on the lcd window.